Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg did not appear to be fully holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to the initial MDR in field. Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post-operatively. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg did not appear to be fully holding a charge. The patient will undergo an ipg replacement procedure.